Event description:
On (B)(6) 2012, product surveillance spoke with the home patient's (hp) son regarding an unrelated alarm. During the conversation, the hp's son stated that the hp had hernia surgery on (B)(6) 2012 and had the peritoneal dialysis (pd) catheter replaced due to the catheter being wrapped around the omentum. The hp did not complete pd therapy on the day of the surgery. The hp's son stated there was a concern about the incision in the hp's belly and the hp's ability to complete pd therapy. The hp's son stated that the hernia and catheter issue was not due to pd therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the event. The following information was reported. A couple of weeks prior to this report (exact date was unknown), the hp was diagnosed with the hernia manifested by abdominal pain. There were no problems with the cycler or overfill events that the pdrn was aware of that may have contributed to this event. The pdrn confirmed that the hp had surgical repair of the hernia on (B)(6) 2012 and is still performing pd therapy. The pdrn also stated that the hp was still in the hospital at this time due to sepsis. The sepsis was related to the hp's gallbladder. The hp did not have peritonitis. Outcome of the hernia and sepsis was not reported. The pdrn stated that the events of hernia, hospitalization and sepsis were not related to pd therapy.

Manufacturer narrative:
(B)(4). This report of patient symptom - other/hernia is not confirmed and the assignable cause was undetermined, because the device was not returned for evaluation. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's hernia.

Manufacturer narrative:
(B)(4). The device was requested, but the peritoneal dialysis nurse did not want the device to be swapped for evaluation. Since the device was not returned, a sample evaluation and event history log review cannot be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).